Event description:
Attorney complained that client was implanted with synthes cervi-fix system in 1999 and one of the screws was discovered broken on an unknown date. The system was removed but it is not known if it was replaced.

Event description:
Pt underwent c3-c6 and partial c7 laminectomy, lateral mass fusion.